Event description:
The facility rep had sent an infusion pump in for service where a baxter service tech had discovered a failure code 812:02 in the event history. The rep stated that no pt injury had been involved since the last baxter service event. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available.